Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they have been using this product for the last 2 years with no issues until recently when the packaging changed from curity to cardinal health. Her grandson is using the product and the briefs are leaking gel in the crotch area and are causing rashes on his bottom with open sores. The patient was prescribed oral antibiotics and an ointment called nystatin. The patient did not have mrsa as first reported, they wanted to prevent him from getting it by treating the rash. The patient has marks/scars on his bottom from the rash.